Manufacturer narrative:
Results: (B)(4) retention samples were hand activated to evaluate the locking of the safety shields. The safety shield of each sample was rotated backwards with ease and the IV shields did not lift. The safety shields were then engaged over the IV needle and the lout-out features engaged appropriately and no breakage, or disengagements were observed. A review of the device history records revealed no irregularities during the manufacture of reported lot number: 3162776. Conclusions: a root cause for this incident could not be identified as the unit involved was not returned and the retain sample met manufacturing specifications. (B)(4).

Event description:
The phlebotomist was doing her usual morning pick-up on (B)(6) 2014. The eclipse needle was attached to a standard holder and the clinician was about to fill the sst for immuno assay. The clinician went to activate the safety shield of the needle when she was done with the extraction, and the safety shield itself disconnected. Instead of shielding the needle, the clinician's finger slipped through and got pricked by the needle. She let the site bleed and then washed her hands with soap and water. She then went back to the lab to report the incident to her supervisor. The source patient is (B)(6) and the clinician had a consultation with the infections disease physician and she was given a (B)(6) vaccine. She also underwent blood testing for (B)(6). The tests were negative, but she is still being monitored. (B)(6) has not been given yet, however, the clinician will be having a follow-up consultation with her doctor.